Manufacturer narrative:
Medical device name update to frn.

Event description:
The pump was returned for a mechanical hardware failure. Upon starting up the device, the screen would appear distorted and discolored. This problem was still present after the device had fully booted up. The device was opened to inspect for internal damage. No internal damage was found and all connections were secure. The first step in troubleshooting the lcd screen distortion was to replace the lvds cable with a new one. After the cable was replaced, the device was powered on again to confirm that the lvds cable was faulty. The screen distortion and discoloration were no longer present after the lvds cable replacement.

Event description:
The following has been reported: distorted display. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.